Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cystectomy bilateral salpingectomy and right oophorectomy procedure, when the device was removed from inside the patient, the fallopian tube was not inside and there was a large slit in the bag through which the fallopian tube had fallen out. The tube was retrieved by using another device with the same lot number. There was no patient injury.